Event description:
It was reported that the patient's right ventricular (rv) lead had high impedance, irregular oversensing, and a possible fracture. The rv lead was reprogrammed to unipolar and remains in use. It was also reported that the patient's right atrial (ra) lead had high impedance, irregular oversensing, and a suspected outer conductor fracture. The ra lead was reprogrammed to unipolar and remains inuse. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).